Event description:
It was reported that there was cassette error. The event happened during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The previous service dated 12-dec-2023 replaced the downstream occlusion (dso) sensor, which is related to current customer problem "cassette error". Review of the event history log found, "high alarm displayed: cassette not attached properly." Functional testing was performed but could not duplicate the reported issue. The cause was not able to be determined. The most probably cause is malfunctioning sensors. Preventative maintenance was performed.